Manufacturer narrative:
(B)(4). The pharmacist states the facility has declined an investigation by carefusion as the nurses' testimony corroborates the events on the cqi data (programming error).

Event description:
Pharmacist reported an over infusion of morphine. States he reviewed the cqi data and found an apparent programming error resulting in the over infusion. The pharmacy prepared a morphine drip (100mg/100ml) with a concentration of 1mg/ml. The rate was to be 1mg/hr which equals 1ml/hr. Rather than selecting the standard concentration of 100mg/100ml, the rn programmed the pump module to infuse morphine with a concentration of 0.01mg/ml to run at 1ml/hr. Per the pharmacist "this rate would only deliver 1/100th of the ordered dose, if the concentration was correct". The alaris pump warned the rn of the low concentration but the rn appears to have overridden the warning. At 0213, the rn reprogrammed the alaris pump to infuse the same drip at 100ml/hr. If the concentration of the morphine drip was 0.01mg/ml, then the new rate would have delivered 1mt/hr. The morphine infusion proceeded to run at 100ml/hr until the bag was empty. The customer did not provide any add'l pt or event details.